Manufacturer narrative:
The customer contact reported there is no patient information available. (B)(4). A ge healthcare service representative performed a checkout of the system but could not confirm the reported issue. The exhalation flow sensor was replaced.

Event description:
The hospital reported that while the unit was on a patient it was stuck on apnea mode and was not ventilating. There was no report of patient injury.